Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen cracked and became unresponsive, and a replacement pump was arranged and shipped; the patient later reported the replacement did not fit the existing case, and a new case was sent. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no hospitalization, and continued cgm use via dexcom app or receiver. Investigation included review of device use and return logistics, verification of shutdown procedure, confirmation that data would not transfer to the replacement, and arrangement for return using a provided shipping label. Investigation of this device revealed a damaged display rendering the touchscreen nonfunctional and a subsequent accessory mismatch requiring a compatible case for the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen and an accessory compatibility issue.